Manufacturer narrative:
(B)(4). Batch # 145a88 (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (b) was returned with no apparent damage and with a tyvek along with the device, and with one reload loaded on the device. The reload was received fully fired with 2 staples b-formed on the reload deck. In addition, a b-formed staple was found lodged on the knife slot and the knife was noted to have nicks. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the sw3 located at the bottom side of the pcb board was noted to be non-functional. In addition, the spring firing trigger was noted to be out of its intended position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged and the spring firing trigger became out of position. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: were any clips used in the vicinity prior to device use? No. For the device that would not open, how many activations of the manual override lever were attempted? Unknown. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes. Were any unusual noises heard? Unknown. Will both devices and cartridges be returned for analysis? Yes, both returned. Are any photos of device or surgical procedure available? No.

Event description:
It was reported that during a donor nephrectomy, on the first firing over the artery the stapler fired and the knife blade came back partially. The surgeon could not open the jaws. They used the reverse button, it did not work. The manual hatch was popped. The closing handle had to be opened while holding the button on the manual to remove the device from tissue. The shape of the staples that fired were fully formed. The surgery was delayed 30 minutes due to the reported event. There was no bleeding. They opened a new stapler to go across the vein. They closed and fired the stapler, the knife blade came back. It fired like "normal". It retracted back. There were only staples on the patient side and no staples on the specimen side. The staples on the patient side were not formed. The drivers were up on one side and not the other. Surgery converted to open to get control on the bleeding. Case completed by cut, clamp, tie. Procedure was able to be completed.